Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a ambient super multivac 50 wand, the tip of the wand detached while inside the surgical site. The surgeon was unable to locate the missing tip during the procedure. After the procedure was completed, x-ray confirmed that the detached tip was left inside the patient. There have been no further patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection found the electrodes were detached with jagged edges on the remaining electrode legs. There was a significant amount of discoloration around the spacer and cap from activation of the device. The black shrink tube near the distal end of the wand found a tear, as well as scratch and scuff marks which are consistent with coming into contact with another metallic object. The customer¿s complaint was visually verified and the root cause was most likely associated with the device potentially coming into contact with a metal object such as a cannula. The instruction for use outlines warnings and precautionary measures for usage of the device during activation such as avoiding mechanical displacement of tissue, avoiding contact with metal objects, or excessive use causing electrode failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.